Event description:
During remote follow-up, oversensing episodes were noted due to noise on the right ventricular lead. All other electrical parameters were stable and within range. No intervention has been performed and patient will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received that the lead was capped and replaced to resolve the issue. The patient was in stable condition before and after the surgery.